Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, the fse cleaned the electrode, rebooted the system and performed precision and calibration. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low sodium (na), potassium (k), and chloride (cl) results were obtained on an advia 1800. The discordant low results were reported to the healthcare provider(s). The healthcare provider questioned the results. Samples were retested. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium, potassium and chloride results.